Event description:
The customer reported that the insulin pump kept alarming. The blood glucose reading was 200mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.